Event description:
A reported incident involving a Plum Duo Infusion system, that a patient receiving a Levophed infusion for management of labile blood pressure did not respond to multiple titrations of the infusion. The nurse observed an absence of fluid flow in the IV tubing drip chamber, and no alarms were generated to indicate an interruption in therapy. The patient developed severe hypotension and received an intravenous push of epinephrine. The infusion system was assessed and replaced with a second IV pump, new tubing, and a new Levophed bag; however, no fluid flow was observed and no alarms were activated. Additional epinephrine boluses were administered due to continued hypotension. Troubleshooting efforts included changing the infusion access site without resolution. A third ICU Medical IV pump, new tubing, and a new Levophed bag were subsequently initiated, after which the Levophed infusion resumed, and the patient's blood pressure returned to baseline. The event occurred during infusion in a hospital setting. There was patient involvement with no injury reported.

Manufacturer narrative:
The device is available for evaluation; however, has not been received. Additional Contact Information: (b)(6).